Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a call into technical support by the patient inquiring about how their uf¿s were received. The patient reported that they completed their last treatment on the cycler. A review of the patient¿s treatment records identified that the patient drained 1830 ml during drain 5 of the treatment. This drain volume is 181% the patient's fill volume of 1007 ml. Additional information was requested, however to date not provided.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a call into technical support by the patient inquiring about how their uf¿s were received. The patient reported that they completed their last treatment on the cycler. A review of the patient¿s treatment records identified that the patient drained 1830 ml during drain 5 of the treatment. This drain volume is 181% the patient's fill volume of 1007 ml. Upon follow up, the pdrn confirmed that there were no changes in the patient's status as it related to the reported event. The patient completed treatment on the cycler on the day of the event. The patient continued treatment on the same cycler on the day after the event. There was no effect on outcome in relation to the patient's current status as it related to the reported event. The machine was reported to be available for evaluation.